Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device program froze and failed to launch after a restart. The technical support specialist (tss) determined station database was found in suspect mode and was corrupted. The database was dropped and rebuilt, followed by a full synchronization. The medication application was repaired, and the station was restored to normal operation. The customer confirmed that the issue was resolved after testing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not launching the program. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.